Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from switch 1. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found that water tightness was lost due to a cut on switch #1, the suction cylinder had no color, the insulation resistance value at the distal end did not meet the standard value due to a burn on the scope cover, the light guide bundle was broken, the adhesive around the objective lens had a white clouded area, the bending section cover adhesive had a discolored area, the universal cord was wrinkled, multiple parts of the scope were scratched, and the light guide lens had foreign material. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had fluid invasion with no leakage present. The customer noted there were no abnormalities in the appearance. There was no reported patient harm or impact due to this event.